Event description:
The customer reported that the system displayed a communication error and would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on the ffb was adjusted and the ps1 power supply connector and contacts on the power signal interface were cleaned and reseated. The system was tested and found to be working as intended and put track into service.